Event description:
It was reported that the device had a smoked and burning smell. It was unknown if the event occurred during use.

Manufacturer narrative:
The customer¿s experience with smoke and burning smell was not confirmed. External and internal inspection was performed on the pcu; however, no signs of burning smell or thermal damage activity was observed. A 6-hour basic test infusion was performed on the returned device with the last programmed infusion rate, successfully completing. The device was also left powered on for 48 hours and there were no observations of any thermal event. The root cause of the customer¿s experience of smoke and burning smell was not identified.

Manufacturer narrative:
Patient information requested but not provided. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had a smoked and burning smell. It was unknown if the event occurred during use.